Event description:
A customer reported that their pump was not detecting the cartridge, resulting in a cartridge change error. No information was available regarding the impact on the customer¿s blood glucose level. The issue persisted even after trying two different cartridges. The device was returned for replacement, and a new pump with serial number (B)(6) was provided to the customer.